Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure, the mega suturecut needle driver had a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained information. The instrument was checked before use and there was no damage. The customer had to open the replacement instrument to continue operating.

Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage.

Event description:
Refer to h10/h11 for follow-up information.